Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering and the customer was hospitalized on (B)(6) 2020. Customer¿s blood glucose level was 354 mg/dl at the time of hospitalization. The doctor in the emergency room wanted to put him back on insulin pens. The customer had high blood sugars over the last week and he tried changing out his sets, reservoirs and trying to bring them down. Customer was not able to lower his blood glucose over that time frame to under 354 mg/dl for the 4 days prior to going to the hospital. Customer experienced nausea, vomiting and abdominal pain as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with intravenous drip at hospital. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.